Event description:
A customer reported a power source alert 01 issue with their device. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, such as using different wall adapters and charging cables, but these did not resolve the issue. Customer reverted to an alternate method of insulin therapy.